Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, e224 error (image is not displayed) was not reproduced. However, it was determined that e224 error occurred because the image was not temporarily displayed due to the failure of the cable. E224 errors are errors that occur when communication with the camera head fails (see otv-s400 of the instructions for use, chapter 9, when an abnormality occurs, section 9.2 how to identify and treat the abnormality). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k camera head would not turn when it was plugged in. It was also noted that something was loose inside when the device was shaken and an error was seen. The procedure was diagnostic in nature. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that an e224 scope communication error was displayed due to a faulty cable but image was displayed. It was also noted that the focus ring was worn out. The label on the rear cover was faded and the serial plate was unreadable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.